Manufacturer narrative:
Weight - (B)(6). Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported on (B)(6) 2018, the doctor used a angio-seal vip device and performed a diagnostic cerebral angiogram. The following day as the patient was getting out of bed to transfer to the bathroom he felt a pop in his leg. The nurse immediately held pressure and a pressure dressing was placed. Continued monitoring was done in the neurovascular care unit (ncu) for another day. The patient was then discharged to home. Additional information was received on july 20, 2018. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The initial deployment was successful without incident. Blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.